Event description:
Caller reported a malfunction on the pump, specifically indicating a "malf 0" code. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, and they acknowledged and understood these instructions.